Event description:
The patient had an intraocular lens implanted 4/26/93, and when he was seen the following day, the lens was still in the same perfect position. Three weeks later, the patient complained of a change in the vision, and it was noted that the lens had slightly moved, torn the posterior capsule ? It was decided to observe the patient at this time, but on june 8, 1993, the lens implant had subluxed with herniation into the vitreous. The patient was referred to a vitreal/retinal specialist who later performed a vitrectomy and lens exchange with no post-operative visual complications. The retinal specialist made his final report on july 14, 1993 to the original surgeon, who then reported the incident to our surgical center on july 16, 1993device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown, unanticipated short term complication of procedure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.